Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the first fitting in situ measurements showed abnormal results. The patient had no sound perception with the device. Family reports no incident of accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
At the first fitting in situ measurements showed abnormal results. The patient had no sound perception with the device. Family reports no incident of accident or trauma. The patient was re-implanted.